Event description:
It was reported that three (3) patient incidents on 3 separate occasions occurred with the electrosurgical unit (esu/generator) and an olympus snare during endoscopic mucosal resections (emrs). No information was provided with regards to any other accessory used or the settings of the unit. The details of the events were as follows: incident date: (B)(6) 2022, male, age 85. After the emr to remove a distal sigmoid polyp, bleeding couldn't be controlled endoscopically. Therefore, an open high anterior rectal resection was performed to resolve the bleeding and the patient had to be hospitalized for 10 days. No additional information was conveyed regarding the patient's condition. Incident date: (B)(6) 2023, male, age 59. After the emr to remove a large sessile rectal polyp, bleeding occurred. An injection of epinephrine was used in the area to address the bleeding and patient was monitored for one (1) day. No additional information was conveyed regarding the patient's condition. Incident date: (B)(6) 2023, female, age 66. An emr was performed to remove a polyp in the cecum. There was a delayed perforation. Therefore, a laparoscopy was performed to suture the perforation closed. Additionally, the patient had to undergo an appendectomy and was hospitalized for six (6) days. No additional information was conveyed regarding the patient's condition.

Manufacturer narrative:
On (B)(6) 2023, an electrical safety check was performed on the esu. The unit passed all electrical safety requirements. Then between (B)(6) 2023 and (B)(6) 2023 a more in depth evaluation was performed on the generator. The esu was found to be functioning as intended. Inspection/testing included a functional check of each of the equipment's features, a power output check, and an electrical safety check. The unit was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incidents. Most likely there were many possible causes of the reported events. For example, the patient's age (being elderly) and/or disease state played a part in the outcome of the interventional work- polyp being large, polyp in a thin-walled area, etc. Additionally, the equipment settings may not have been appropriate to achieve the desired clinical effect, the accessories may have been defective, etc. Therefore, no conclusive determination could be made as to the cause of the incidents. No trends have been identified and erbe USA, inc. Is now closing the file on this event.